Event description:
This event involved a patient who experienced power source change in the controller before expected eleven months after heartware lvad implantation. The whole set (batteries, charger, controller, cac adapter) was removed from the patient and a new set was supplied. There were no injuries associated with this event.

Manufacturer narrative:
The products were returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. These included clinical event analysis, visual & functional testing and controller log analysis. Thorough external visual inspection of all the devices revealed no signs of physical damage or contamination. Functional testing on controller, battery charger and cac adapter showed that they ran normally with no fault alarms or errors. Functional analysis of the batteries revealed that one of the four returned batteries failed to meet the performance specification due to a failed cell; however, the premature power source change complaint could not be confirmed. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.